Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that an unspecified amount of bd plastipak ¿ syringes had foreign liquid inside them. The following information was provided by the initial reporter, translated from spanish: "previously, a report was made of a total of 116 boxes belonging to this complete lot that we had... And they keep returning them to me due to the issue of the liquid that is inside."

Event description:
Additional information received. If available, could you send additional photos and/or videos of the liquid defect present inside the syringes? In the attached photos it is possible to look in more detail only at the defect of the needle not placed. A: they are the same images that were previously attached to emails where you can see the liquid inside. Does this liquid appear oily or watery? A: it has an oily appearance.

Manufacturer narrative:
Investigation summary: one hundred samples and three photos received by our quality team for investigation. Through visual inspection, syringes are lubricated with a clear liquid, eighty six have an excessive amount. Fourier transform infrared spectroscopy was performed to identify the liquid, upon evaluation it appears to be silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause for the silicone is associated with silicone station valve. Silicone dispensing nozzles will be cleaned, and preventative maintenance plan will be implemented. Manufacturing personnel have been notified and additional training to reinforce has been performed.

Manufacturer narrative:
Batch number: 2136079 d.4. Medical device expiration date: 03/31/2027 h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: 07/13/2022.

Event description:
Additional information received: previously, a report was made of a total of 116 boxes belonging to this complete lot that we had, which samples were sent and a credit note was made corresponding to the quantity of the samples sent, currently I still have 98 boxes c/100 pieces of syringes which I offer for sale and they keep returning them to me due to the issue of the liquid that is inside. ¿the following information was additionally provided, translated from spanish to english¿. Could you confirm if the product catalog is correct? 302579 could you confirm what the batch of the product is? 2136079 is the product involved with the incident available for analysis? If so, how many affected units are available for collection? All 98 boxes of the product are available.